Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had prime anomaly. The customer stated that, screen had rainbow effect, insulin pump rewind louder and insulin squirts during priming. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No rainbow effect on display noted during visual inspection and during testing. No rewind anomalies or prime/fill anomalies noted during testing. Monitored with no time/clock anomalies noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Tested with a test p-cap and the test p-cap locked in place properly. (B)(4).